Manufacturer narrative:
(B)(4) combined report. Additional information, including what devices the patient was revised to, what the patient was doing at the time of the fall, operative notes (primary and revision), patient age, activity level, medical history and weight and an update on the patient post revision was requested in order to progress with the investigation of this event. It was confirmed that the corin products were implanted at the revision and that alcohol was a contributing factor to the fall and dislocation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, it has been concluded that the dislocation and subsequent revision were due to the patient fall and not due to the design or performance of the corin device and thus this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert after approximately 2 years and 10 months due to dislocation from a fall.